Event description:
During robotic colectomy, robotic scissor would not open. Device removed from abdomen. Frayed wire noticed by scrub tech. Surgeon notified; xray obtained, results negative per radiologist.